Event description:
It was reported that the ventilator failed pressure transducer, flow transducer and o2 cell tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#:(B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the control printed circuit board (pcb) was replaced. Due to corona restrictions in china the control board was not returned for investigation further investigations. The received device log files confirm the reported problem, the device failed the system pre-use check. The control pcb is part of the control system of the ventilation. If the fault, that was detected during pre-use check would occur during ventilation, the issue could lead to stop of ventilation, the device will notify the user by the generation of audible alarms, and technical error code messages. A present fault will be detected by pre-use check. As no goods were returned for investigation, the cause of the reported failure could not be determined.